Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, device dislocation, fatigue, gastrointestinal disorder, headache, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ migration, pelvic pain, abdominal pain, rash/skin condition, fatigue, gi (gastrointestinal) conditions, hair loss, headaches, nausea, weight gain and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure insertion date (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 625902-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain"), malaise ("sickness") and dysmenorrhoea ("dysmenorrhea( cramping)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, rash, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight increased, migraine, abdominal pain lower, malaise and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, malaise, migraine, nausea, pelvic pain, rash and weight increased to be related to essure. The reporter commented: both ostia visualized. Essure coils placed without difficulty 4 coils visualized on both sides. Lot number reported is ( 625902 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: update of information (batch is not valid). On 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 625902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain"), malaise ("sickness") and dysmenorrhoea ("dysmenorrhea( cramping)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, rash, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight increased, migraine, abdominal pain lower, malaise and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, malaise, migraine, nausea, pelvic pain, rash and weight increased to be related to essure. The reporter commented: both ostia visualized. Essure coils placed without difficulty 4 coils visualized on both sides. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: lot number, events: facial rash, migraine, lower abdominal pain, sickness were added. Dysmenorrhea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.